Event description:
It was reported that the pt was brought into the emergency room unresponsive. Pt responded to narcan. They wanted to turn pump down or off. Drug infused via the pump was dilaudid. No further info could be obtained at the date of this report.

Manufacturer narrative:
(B)(4).